Manufacturer narrative:
No devices were returned to the manufacturer for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of procedure. It was reported that, prior to a case, the passive planar instrument is bent. There was no patient present when this issue was identified.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Follow-up with the manufacturer representative (rep) determined that the site wanted to continue to use the device until purchasing a replacement. The st adjusted the tip back and it does verify. The surgeon was made aware and chose to navigated with it.